Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 31mm mitral bioprosthetic valve, it was replaced with an unknown product. The reason for the replacement was reported as during the initial stages of cinching the valve, about a half a turn, the support suture of one of the valve posts broke. The valve could not be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the device was replaced with a 31mm valve of the same model. No additional adverse patient effects were reported.

Event description:
Additional information was received that reported the device was replaced with a 31mm valve of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve. One suture tip was exposed, one suture tip was within the stent post cloth and one suture remained attached to the holder. The right left and right non-coronary stent posts were deflected inward with touching posts. Per hancock instructions for use (IFU), ¿the cinch mitral holder, shown in a nondeflected state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Do not deflect the stent posts past their fully deflected position.¿ the valve holder appeared intact; there was no evidence of damage on the valve holder. The valve holder was removed from the valve for further observations; one suture was cut during analysis. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle could no longer be rotated; no anomalies were noted. The rotor was removed from the holder. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, two suture tips appeared jagged, not smooth, indicating the sutures were broken rather than cut. The cut suture tip was smooth and straight. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. B5: updated. D9: updated. H3: device evaluated? Updated. H6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.